Manufacturer narrative:
The drawing of the label on the packaging is a general representation of a catheter and was never intended to be an indication to the user of the specific product packaged. The drawing shows multiple eyelets in the catheter but the trocar catheters only have two eyelets. Additional information received stated that the hospital just made the comments about the concern over eyelets compared to what was on the picture on the package and there was no harm to patient. Clinical evaluation: chest tube clogging is not an uncommon complication of chest tubes. The clogging is more common after urgent procedures, reoperative procedures and procedures with intraoperative blood use. Typically a chest tube that is clogged may remain visibly unrecognizable by clinicians because the obstructions are in the portion of the chest tube inside the patient. Problems such as clotting in the tubing, kinks and dislodgement can usually be avoided by routinely checking the patient, tube connectors and drainage system at regular intervals.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR 1219977-2015-00294.

Event description:
Report received stated that their were complications of drainage/blocking during the use of thoracic catheter chest tube with trocar.